Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14660 - device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the italy. On (B)(6) 2024 , it was reported that the patient encountered eight infusion sets fell off. Infusion set was in use for few hours. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information.